Event description:
A malfunction was reported by a caller regarding their insulin pump. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide information about any potential impact. Tandem technical support decided to replace the faulty pump, confirming the necessary details for shipping a new replacement pump. The customer was instructed on the process for returning the faulty pump and informed about programming the replacement with their specific settings. The customer acknowledged and understood the guidance provided. Customer will use a backup insulin pump.